Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) had early battery depletion due to high left ventricular threshold levels. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 419688 implantable pacing lead (B)(6) 2011, 1688t competitor implantable pacing lead (B)(6) 2006; 1570 competitor implantable tachy lead (B)(6) 2006. (B)(4).